Event description:
A malfunction was reported on the pump, but there was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.